Event description:
In 2003 pt had drug coated stent placed. Pt indicated they continued to have same chest pain but it had improved. A follow-up cath was done 11 days later which indicated the drug coated stent was broken resulting in 90% occlusion. A new stent was placed resulting in reduction of the occlusion.